Event description:
It was also reported that the patient complained of shortness of breath. The clinician was unable to reproduce the noise in the clinic, but noted the lead measured many high impedance readings.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead alert triggered, and the atrial lead exhibited noise oversensing. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.